Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician was able to confirm and duplicate the reported complaint. The cause was determined to be faulty transducer sensor, differential pressure, miniture. This is a known issue, which can be referenced with CAPA ca-2017-0206.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
11/29/2019 11:39:04 am by: dosier to: (B)(6). Symptom: 06 fix: 01 summary: performance checks. Xdcr fault occurred. The events log also included "xdcr fault occurred". Transducer test "trub diff: 768 failed". Turb diff xdcr cal failed at 0 cmh2o. (B)(4).